Event description:
Customer states: "hp complaints that this basket came off while they tried to retract calculi with this extractor. They changed the operation of tul to open surgery to remove the basket part left inside the ureter." Tul = transurethral lithotripsy.

Manufacturer narrative:
One opened and used basket was received noting the basket to be separated from the wire; the ends of the wires had an elongated appearance. The basket was also noted to have several bends in the wires. A section measuring 2.1cm of the sheath was noted to be smashed and kinked. Upon disassembling the handle, it was noted that the cannulated handle had separated as well as the wires inside the handle to be 'curled', bent and smashed. The basket has had excessive force applied and then been pulled to separation. Current IFU has a statement "excessive force could damage device." The customer was contacted for additional information and stated that an amco's ehl "auto lith" laser was used during the procedure as well as a wolf's rigid scope 6/7.5fr. Should any additional information be obtained, it will be forwarded.